Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) examined the system remotely and confirmed that the system was unable to boot up. Upon troubleshooting, the philips remote service engineer (rse) connected with the customer remotely, customer claimed that device keeps staying on the philips interface, spinning in circles, unable to enter the system, and restarting was ineffective and rse requested an onsite support. The philips field service engineer (fse) went onsite, checked the system and found that the problem was caused by the mainboard cmos battery voltage being low. To resolve the issue, fse replaced spare cmos battery of site. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot up. The device was outside clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this compliant.